Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was normal.

Event description:
It was reported that high capture threshold was observed. Lead dislodgement was noted. After repositioning was unsuccessful, lead was explanted and replaced.